Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder & lymphadenopathy . Manufacturer¿s reference number:(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event was previously reported to the FDA under mw5085065. It was reported that a (B)(6) female patient who underwent breast prostheses implantation with 400cc mentor memorygel breast implant was diagnosed with positive ana and diagnosed/symptoms of lupus, sjogren's, rheumatoid arthritis, chronic pain syndrome, fibromyalgia, pots dysautonomia, multiple sclerosis and raynaud's syndrome. The patient also reported pots. The patient's symptoms included numbness and tingling down her back, arms and legs. The patient was told it was shingles, however, blood work came back negative for shingles. The patient was then told it was nerve damage and that nothing can be done for it. The patients symptoms included headaches ( migraines, ocular migraines) , fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin and hair, premature aging, weight problems., inflammation, poor sleep and insomnia, dry eyes, decline in vision, hypo/hyper adrenal symptoms, hormonal imbalance,. Low libido, slow healing, easy bruising, throat clearing, cough, difficulty swallowing, metallic tastes, vertigo, gastrointestinal issues (gerd, gastritis, leaky gut, ibs), sibo, fevers, night sweats, intolerance to heat/cold, persistent infections (bacterial, viral, fungal, yeast infections, candida, sinus, and ut), skin rashes, tinnitus, sudden food intolerance and allergies, slow muscle recovery after activity, heart palpitations, heart pain, sore and aching joints (shoulders, hips, backbone, swollen and tender hands and fever, lymphadenopathy (breast, underarm, throat, neck, groin), dehydration for no reason, frequent urination, cold and discolored limbs, hands and feet, general chest discomfort, shortness of breath, pain and burning sensation around implant/underarm, anxiety, depression, panic attacks and nonspecific connective tissue disease. The patient spent 4 years trying to figure out root cause of issues. The patient was let go from her job and suffered financially, the patient reports she was unable to get out of bed by 2018 and felt like she was dying. As a result, the patient underwent explantation on (B)(6) 2018. This report is for device b (side unknown).